Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they had a loss of stimulation from their implantable neurostimulator (ins). The patient stated that they were missing program d. They noted it was there yesterday (had programs a, b, c, and d) but now they could not find program d it on the programmer. The above issues were reported as intermittent. The patient synchronized the programmer to the ins and confirmed that the stimulation was on and that it was only showing programs a, b, and c. They had the ability to change the stimulation and tried to increase or decrease the stimulation but this did not resolve the issue. The patient reported that they tried another group and made appropriate adjustments but this again did not resolve the issue. The patient was currently on group c program 1 at 1.10. Program 2 was set at 1.80. They were to follow up with their healthcare professional (hcp) regarding the issue. The indications for use for the implanted device were noted as non-malignant pain and failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer reported there was not any problem now. The patient just was to adjust the program that worked just fine now. The issue had been resolved. It was taken care of by the patient not changing it. The program that was set to work on, the patient just forgot how to work the right program. The patient had notified the physician. It was the patient's problem and the patient had taken care of it now. He did not need any more follow-up with his unit. The patient noted that as a step to resolve the issue he pulled his head out of his ass. It was working now that the patient pulled his head out. The circumstance that led to the event was the patient hit a change and did not know which or what it was doing.

Manufacturer narrative:
(B)(4).